Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Technical root cause could not be determined as the system is within specifications and works as intended. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported acute uveitis in a patient's left eye 25 days post photo refractive keratectomy (prk). Patient presented with acute light sensitivity and redness. Topical steroid dosage increased. Additional information has been requested.